Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states the puncture hurt more than usual; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.